Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of two devices used during the same procedure. Refer to manufacturer report #3005099803-2018-60505 for the other associated device information. It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the working channel sleeve of the spyscope ds protruded when it was articulated at the hepatic portal. A guidewire was inside the spyscope ds when it protruded. Reportedly, no part of the spyscope ds device detached. The spyscope ds device was removed and the procedure was continued with another spyscope ds device. The working channel sleeve also protruded out of the second spyscope ds device. Reportedly, no part of the second spyscope ds device detached and there were no reported issues with the accessory device. The procedure was completed with the second spyscope digital access and delivery catheter. There were no user injury nor patient complications reported as a result of this event.